Manufacturer narrative:
The catheter used during this event was disposed of and the lot# was not provided. No product analysis can be conducted and the device history record review could not be completed without the lot number. Concomitant products: carto 3 system: us catalog # fg540000, serial # (B)(4). Stockert 70 system: us catalog # s7001, serial # (B)(4). Cool flow pump: us catalog # cfp002, serial # (B)(4). (B)(4).

Event description:
It was originally reported that during an atrial fibrillation procedure the mapping catheter was noted to be outside the map geometry. The catheter was pulled back and the case was completed. A pericardial effusion was noted and a pericardiocentesis was performed. Additional information received revealed that the event was identified close to the end of the procedure. The physician believes that this event was procedure related and attributed to patient anatomy. The patient was stabilized and remained hospitalized for 2 days. He recovered fully. This event is reportable due to the serious injury that occurred to the patient during the use of biosense webster products.